Event description:
Event description cpi received information that this implantable pulse generator (ipg) is was exhibiting an abnormal increase in thresholds and loss of sensing with capture problems.